Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70 serial # (B)(4), (B)(4) description: linear 3-4 lead 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included sensitivity and fever. The physician does not believe the infection was device related. The patient was given oral antibiotics and was reportedly doing well following the procedure.